Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2011-02023. The patient received two scs systems, each including an ipg, for the treatment of migraines (off-label). It was reported the patient recently fell off a horse. The patient advised that immediately following the accident, the ipg began to migrate from it's original implant location. The physician has indicated the ipg pocket will be surgically revised. It is not currently known if the ipg will be replaced and/or returned to the manufacturer for analysis. As the patient has two ipg's implanted and the serial and lot numbers for the ipg associated with this report were not provided, a report for both ipg's has been submitted. Follow up on the patient found no further issues reported.